Event description:
It was reported that the patient had infection at the infusion site, which was red, sore, hard, visited doctor, and his labs showed elevated white blood cell counts, and was prescribed antibiotics.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.